Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported that a patient was noted to have tissue erosion in the right eye approximately two weeks post photorefractive keratectomy. A bandage contact lens was placed on the eye. The patient experienced pain with decreased vision in the right eye two days after the bandage contact lens was removed.

Manufacturer narrative:
A review of the technical service on-site showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the event. A review of the log-file could not be done because the log-file for the day of the treatment is not available. Technical root cause could not be determined as the system is within specifications and works as intended. (B)(4).